Event description:
The manufacturer received information that a trilogy evo ventilator inoperative event was confirmed during evaluation. There was no patient involvement, and no harm or injury reported. The ventilator was returned to the manufacturer for evaluation. Evaluation confirmed by operational check that a ventilator inoperative alarm occurred. The device error log showed a ventilator inoperative alarm that indicates the ui software version string did not match the overall system version string. The application software was reinstalled to address this issue. The software version was upgraded to 1.06.10.00 from 1.06.05.00.